Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 mins: 428 mg/dl, 270 mg/dl, 100 mg/dl, and 97 mg/dl within 10 mins. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement sent. Advantage sys: meter, comfort curve test strip lot# 549213, exp date 10/31/2007.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.